Event description:
Cardiac catheterization via right brachial approach, (sones technique). After injections of left coronary artery was performed, manipulation of sones catheter attempted in order to cannulate right coronary artery. Could not be done, flouroscopic inspection done, catheter noted to be kinked in right subclavian artery. Kink could not be removed and patient taken to surgery for cutdown procedure on right brachial artery for removal of catheter. Patient discharged on 6/30/93 in stable condition, no sequelae.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.